Event description:
It was reported that the device pcb board was damaged. No patient injury was reported.

Manufacturer narrative:
Customer reported that the pcb board was damaged. Tamper seals were removed. Top case was cracked by the front right bottom corner and broken mounting post . Visible contamination by the "l" bracket pole clamp. Unable to retrieve ehl due to power up issue. Customer (fluid ingression) caused the problem. Performed power up and self test process. Current software v 1.6.1 pcb board is damaged (customer must had "power up issue"). Replaced interconnect board and main pc board.

Manufacturer narrative:
Customer reported that the pcb board was damaged. Tamper seals were removed. Top case was cracked by the front right bottom corner and broken mounting post . Visible contamination by the "l" bracket pole clamp. Unable to retrieve ehl due to power up issue. Customer (fluid ingression) caused the problem. Performed power up and self test process. Current software v 1.6.1 pcb board is damaged (customer must had "power up issue"). Replaced interconnect board and main pc board.

Event description:
It was reported that the device pcb board was damaged. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event did not occur while in use with a patient, it was found to be defective during testing; there was no patient injury. Device evaluation: one device was returned for analysis. Visual inspection showed all labels were removed. Visual inspection showed the top case by the front right bottom corner and broken mounting post cracked, and visible contamination by the l bracket pole clamp. Unable to retrieve ehl due to power up issue. Based on evidence and investigation, the complaint allegation was determined to be customer induced via fluid ingression into the main body of the pump as a result of either the customers improper cleaning of the pump, or the customers introduction of excessive fluids to the pumps. The interconnect board and main pc board were replaced.